Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided a photo for evaluation. The complaint of a catheter body separation was able to be confirmed by the photo. However, a complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of catheter body separation was confirmed by visual inspection of the customer supplied photo. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: patient received as a transfer from another facility with PICC line in place. When changing the dressing the nurse noticed a kink in the line when cleaning with the chlorhexidine scrub. It was reported there was a weak spot where the line was kinked and as the nurse "was scrubbing the weak spot was pulling and eventually snapped right off". The nurse grabbed the line in the patient and removed the remaining line from the vessel. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: patient received as a transfer from another facility with PICC line in place. When changing the dressing the nurse noticed a kink in the line when cleaning with the chlorhexidine scrub. It was reported there was a weak spot where the line was kinked and as the nurse "was scrubbing the weak spot was pulling and eventually snapped right off". The nurse grabbed the line in the patient and removed the remaining line from the vessel. No patient harm was reported.